Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating of the actual device used in the incident, it was found that the latch wiring harness connection was not secured at the latch on tower door 2, and the hinge on tower door 1 was broken. A field service engineer tightened the crimped connectors, reattached the latch, reseated the door controller connection for door 2, and replaced the hinge on door 1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 2 was continuously failed. There were no adverse events or injuries reported based on this event.